Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and system error 2367 which occurred on the homechoice (hc) during dwell 1. The technical service representative (tsr) explained the alarm. The patient was connected at the time of the alarm. The patient line had been properly primed prior to use and no patient extension lines were in use. The patient had not disconnected prior to the alarm. The supplies had not been damaged by an outlet port clamp or assist device. The home patient (hp) reported that one of the bags had disconnected. The tsr informed the hp to start over using new supplies and contact his registered nurse. Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A follow-up report will be filed upon completion of an evaluation, should the device be received, or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). The sample was not received by baxter, therefore no evaluation could be performed.